Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The medical assistant turned on the programmer, placed the programmer wand over the implantable cardioverter defibrillator, pressed interrogate and began to leave the room for the physician to come in and see the patient and check the device. As the medical assistant was leaving, the patient yelled that the device had delivered a shock. The physician interrogated the device and saw a manual shock had been delivered. The medical assistant could not confirm pressing the stat shock button, but a shock was delivered via the programmer. The physician informed of a similar scenario within the last few weeks. The same medical assistant prepped the patients and device except when the physician entered the room there was a notification on the screen to cancel or confirm stat shock. It was not known if the programmer was malfunctioning or if this was a manual error. No interventions were performed. The patient was stable.